Event description:
This report is being filed after the review of the following journal article: gr kenmegne.,et al (2023)/femoral neck fractures in non-geriatric patients: femoral neck system versus cannulated cancellous screw, bmc musculoskeletal disorders, 24:70 pages 1-8 (china). This retrospective study aimed to compare the clinical efficacy and outcome of the femoral neck system (fns) and the cannulated cancellous screw (ccs) in the treatment of femoral neck fractures in adult below 65 years of age. Between january 2019 to march 2021 a total of 114 patients between 18-65 years, were studied and ranged into two groups based on the surgical methods: fns group (56 patients:29 male and 27 female) and ccs group (58 patients: 34 male and 24 female). A follow-up period of 12 to 36 months (mean 27 +- 2.07 months). The following complications were reported as follows: fns group: non-union (n=2), femoral neck avascular necrosis (n=1), aseptic screw loosening (n=2), femoral neck shortening (n=3). Ccs group: non-union (n=5), femoral neck avascular necrosis (n=4), aseptic screw loosening (n=5), femoral neck shortening (n=1). A copy of the literature article is being submitted with this medwatch. This report is for an unk - screw: cannulated: trauma. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown screw: cannulated: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.